Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with stage 1 diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient is asymptomatic. The patient was prescribed an oral steroid and topical steroid dosage was increased. Upon follow up, dlk was reported resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.